Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 200 ohms while programmed ra coil to can. The health care professional (hcp) asked technical services (ts) to walk them through how to reprogram rv coil to can. Defibrillation threshold (dft) testing will be scheduled at a later date. No adverse patient effects were reported. This lead remains in service.